Manufacturer narrative:
The reported field event of high battery impedance was confirmed in the laboratory. Device image showed that battery impedance was slightly higher due to device being exposed to lower temperature. Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the pulse generator showed high battery impedance. The device was implanted and an estimated longevity will be followed. The same anomaly was noted on another device that was not implanted but in storage. The device was not used. No additional information was reported.